Event description:
It was reported that the device was used during a gastric bypass. The device clips popping out, and clips were not closed when fired. Another device was used to complete the case. There was no consequence to the pt. One device being returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.